Event description:
The manufacturer was notified that a patient who had been using a dreamstation auto bipap device has passed away. The patient's wife contacted the manufacturer, stating that her husband had passed and requested a refund for the device. In response, the manufacturer clarified that devices are being provided to patients through the repair and replacement program, and that financial compensation, reimbursement, or payment is not being offered. Additionally, the wife was provided with the contact information (phone number and email address) of a third-party settlement group, which has been retained to administer an economic loss settlement, should she have any further questions. No additional details were provided, and there is no indication or allegation that the device caused or contributed to the patient's death. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.